Event description:
It was reported that a patient presented in-clinic for a device check. Upon interrogation, the patient's right ventricular (rv) lead was found to have low pacing impedance and over-sensing of noise resulting in high ventricular rate episodes. Insulation damage was suspected but was not confirmed. Corrective programming changes were made and the patient will continue to be monitored. The patient was stable throughout.